Event description:
The customer reported that the insulin pump was making a tone when she woke up. The blood glucose reading was 338mg/dl. The caller stated that the device alarmed after the device rested. Troubleshooting was performed. Assisted the customer with programming the time and date. The caller mentioned that sometimes in the past had wildly different sensor glucose readings as compared to her blood glucose. Then the customer called back and stated that the insulin pump turned off in the middle of the night. Reviewed the alarm history and found several error alarms. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and unexpected constant audio alarms due to corroded electronics and motor assemblies. Further testing could not be performed due to the frozen screen. The device was received with cracked battery tube threads.